Event description:
It was reported that the doctor was unable to adjust the valve pressure level.

Manufacturer narrative:
The returned valve was stuck at pressure level 1.5 during adjustment check. Dissection of the valve found proteinaceous debris inside the adjustment mechanism preventing rotor movement. All further testing was precluded by the non-adjustability of the valve. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.